Event description:
There was an allegation of questionable troponin t hs stat assay (tnthsst) results for 1 patient sample on a cobas e 601 module. The initial result was 7.04 pg/ml. On (B)(6) 2022, the repeated result was 29.27 pg/ml with a data flag. The repeated result was performed on another channel. On (B)(6) 2022, the sample was tested at another site using an e601 module and the result was 30.45 pg/ml with a data flag. On (B)(6) 2022 the sample was tested again on the same module as the initial result and the result was 3.00 pg/ml with a data flag. On (B)(6) 2022 the sample was repeated again on the same module as the initial result and the results were 30.87 pg/ml with a data flag, 28.49 pg/ml with a data flag, and 28.18 pg/ml with a data flag. The initial result was reported outside of the laboratory. The amended result was reported out as 29 ng/ml. The reagent lot number is 566611 with an expiration date of march 2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service representative found the gear pump pressure was too low, the gear pump head needed to be replaced, the bead mixer paddle was bent, and the pinch valves were defective. He found the reagent probe was dripping during a mechanism check and he performed air purges and inspected the reagent packs and no bubbles were found. He replaced the gear pump head, replaced the bead mixer, performed a mechanism check, adjusted the gear pump pressure, replaced the pinch valves and pinch valve tubings, primed the reagents, performed measuring cell preparation, and verified that the system volume checks were acceptable. Calibration and qc were acceptable after the service actions were performed. The investigation determined the service actions resolved the issue.